Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of corrupted main display was confirmed during product evaluation. The root cause was assigned to duplicate images on the display. The main display was replaced in order to correct the reported problem. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter great britain personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a corrupted main display. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved an unremediated colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.